Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple episodes of inappropriately delivered shocks. Noise was able to be reproduced with isometrics in clinic. Device data was sent to technical services (ts) for review. Ts determined depending on the episodes the oversensing of noise could be attributed to the sense b node on the electrode and myopotential noise. Ts then provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple episodes of inappropriately delivered shocks. Noise was able to be reproduced with isometrics in clinic. Device data was sent to technical services (ts) for review. Ts determined depending on the episodes the oversensing of noise could be attributed to the sense b node on the electrode and myopotential noise. Ts then provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.